Event description:
It was reported that the patient underwent a second revision (on (B)(6) 2024) due to pe liner fracture. A thorough debridement was carried out due to significant metallosis. The cup was changed and repositioned with a size 9 cup to achieve better centering. The neck was replaced with an nto08.

Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. Following investigation, including DHR analysis, explant and x-ray analysis revealed a material creep on the pe liner indicating overstress and a metal overflow on the inner surface of the cup, which blocks the mobility of the pe liner. This cup deformation is most likely the result of mechanical conflict with the neck rather than a device-related defect. The cup should have been replaced during the first revision surgery to prevent recurrence of pe liner failure. The most probable root cause of this event is a surgical technique error. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.